Event description:
The manufacturer received info alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's interface board was replaced to address the issue.